Event description:
It was reported that the insulin pump alarmed motor error, was reset, and then went into a restart process. The caller stated that the insulin pump may have alarmed motor position encoder error and motion sensor test failure, as well. The caller did not observe any significant events leading to the alarms. The customer's blood glucose was 7.5 mmol/l about one hour prior to the alarms occurring. The customer was unable to complete the rewind sequence without triggering the motion sensor test failure alarm. The customer was unable to proceed further. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to verify alarms noted in alarm history file due to several alarms noted in alarm history file. The insulin pump alarmed due to corrupted history file. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. No displacement anomaly noted. The insulin pump was received stuck in motor error loop during bolus/basal delivery. Unable to verify alarm due to motor error alarm. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had scratched reservoir tube window, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.